Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue/observed scope communication error b30 could not be determined, however, it is likely that the issue was the result of failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation confirmed the customer reported issue of "no image, camera was not working". The reported issue was found to be due to defective printed circuit (pc) board at the video connector causing image problem. In addition, evaluation found noise in the image, an error b30 (scope communication error) , no image (black) was observed. Furthermore, inspection found the ns unit (insertion section) was broken at the body control unit (bcu), due to this broken ns unit, leak test was unable to be performed. The broken ns unit noted to be due to physical damage caused by undue force. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
User facility reported with an issue of "image problem", noted , camera was not working. The problem occurred at reprocessing. No harm was reported. No patient harm, no user injury reported . Device evaluation found an error b30 (scope communication error), no image (black) was observed . This report is being submitted due to the finding of error b30 (scope communication error), no image (black) , identified during device evaluation.